Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) female patient to report that the battery charger would not power on. The patient was issued a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the charger/modem would not power on. Upon evaluation, the power supply unit was defective. The cause of the inability to power on is the defective power supply unit. The root cause of the defective power supply unit cannot be positively identified. In addition, there was contamination on the battery board. The root cause for the contamination cannot be positively identified but is likely liquid ingress. No adverse event resulted from the defective power supply or contaminated battery board. The patient was issued a replacement battery charger.